Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.a166usqs7czdg. Hardware: sm-a166u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the bolus calculator was not functioning properly for the patient. The patient stated that the insulin on board (iob) was reflecting 114.5 units, however it was not delivering any insulin to the patient. The patient was advised to remove the pod they were wearing, and then contact their doctor review system settings. Blood glucose level was not reported medical treatment was not reported.